Manufacturer narrative:
As the device was not returned, a technical analysis could not be performed. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B) (4).

Event description:
(B) (6).it was reported that post a coronary artery drug-eluting stenting treatment procedure, the patient experienced restenosis. The target lesion being treated was located in the mid left anterior descending (lad). The target lesion was a de novo, 3.0x32mm, 90% stenosis of the mid lad. Treatment was with predilation, placement of three overlapping taxus express2 stents (2.5x16mm, 3.0x16mm, 3.0x8mm), and post dilation resulting in 0% residual stenosis with timi 3 flow maintained. Additionally, a 3.0x10mm, 90% stenosis of the distal circumflex was also treated with predilation, placement of a 3.0x16mm taxus express2 stent, and post dilation resulting in 0% residual stenosis with timi3 flow maintained. The patient was discharged two days post procedure on bayaspririn and plavix.the patient was hospitalized in (B) (6) 2009 for in-stent restenosis. The patient underwent a percutaneous coronary intervention (pci) with the placement of a non-bsc stent. Treatment of the 75% stenosed, 3.0x28mm mid lad in (B) (6) 2009 resulted in in 0% residual stenosis. The event was resolved the same day and the patient was discharged two days post procedure.